Manufacturer narrative:
(B)(4).

Event description:
During the use of a angiojet® solent¿ proxi thrombectomy catheter an error code occurred creating a loss of aspiration. A leak was noticed by the console and was allowing air into the system. The procedure was completed with another catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
During the use of a angiojet® solent¿ proxi thrombectomy catheter an error code occurred creating a loss of aspiration. A leak was noticed by the console and was allowing air into the system. The procedure was completed with another catheter. No patient complications were reported.